Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was admitted to the hospital for ventricular tachycardia (vt) with unknown patient impact or device involvement. A revision procedure was subsequently performed to reposition the rv lead to obtain better sensing and reduce instances of vt; however, the chronic lead could not be repositioned. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout electrical testing were within normal limits, however, a puncture hole in the insulation was noted 19cm from the terminal pin resulting in failure of the pressure test. The observed insulation damage was noted to have likely occurred during the explant process. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities beyond the insulation damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.